Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer who was onsite. The customer confirmed at start up the device displayed an inopertive message: echec audio. The customer also reported no alarm sounds were present and that it was impossible to cancel the alarms. The customer checked the speaker connection, and the speaker was securely plugged in. It was concluded there was a defect in the loudspeaker. The customer wished to order a new one for replacement as part of the contract. The rse provided the customer with a replacement speaker to resolve the issue. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time. (B)(6).

Event description:
The customer reported that the device displays a message indicating audio failure and there are no alarm sounds. The device was not in use. There was no report of patient or user harm.